Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid in auxiliary drawer 5.2 was not closing. A field service engineer found that the drawer was not on the bus and the cubie was damaged. Then the troubleshooting led to replacing the retractable band and releasing cube d1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie lid in auxiliary drawer 5.2 was not closing. The customer stated that there was a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.